Event description:
A user facility reported to olympus, evis lucera duodenovideoscope air/water channel was blocked. Upon inspection and testing of the customer returned device, foreign material was found in the air/water channel of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, bending problem due to stretched angle wire and foreign material in the air/water channel which led to the reported issue. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.